Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "rupture, lobulated hypoechoic lesion and lymph node". Later, healthcare professional reported "the prosthesis was not ruptured". This record is for the right side. Device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "rupture, lobulated hypoechoic lesion and lymph node". This record is for the right side. Device was explanted.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture, lobulated hypoechoic lesion and lymph node". This record is for the right side. Device remains implanted and is unknown if it will be returned.